Event description:
Report #2 of 7 received of leaks ocurring while using the trifurcated adapter with clave device. The customer reported that the incident occurred with a patient having undergone open-heart surgery. A primary IV set was connected to the primary luer arm of the adapter infusing an unspecified hydration solution. The clave ports were used to deliver unspecified doses of propofol, epinephrine, insulin, neosynephrine, and dopamine. It was stated that the leaking occurred at linear cracks found on the female luer arms, "approximately 1/4 inch below the clave". It was reported that due to the leaks, there was medication loss of unspecified amounts. The patient experienced hypotension. Although requested, the customer did not provide any specific information regarding the severity of the hypotensive event or any medical intervention required. There was no report of any adverse patient sequelae. When the customer adapter was replaced, the leaks reoccurred. The issue was resolved by connecting "another abbott manifold" to the primary IV set. The customer confirmed there was no blood loss or bleed back.